Event description:
It was reported that the pt underwent an aortic valve replacement in 2003. A drain was placed. The drain was removed at 1 day post operative. Total drainage was measured to be 145 ml. Fluid was noted to be leaking from the drain site after drain removal. No abnormalities with the drain were noted upon removal. Routine study echo showed significant pericardial effusion causing right ventricular diastolic collapse. Pt asymptomatic at day 5 post operative. Pt required general anesthesia and surgical drainage of pericardial effusion five days later.